Event description:
Pt presenting with bilateral breast capsular contractures. Rupture of left gel implant. Here fore bilateral capsulectomies removal bilateral implant. Left breast implant ruptured. Removal of right intact implant. Bilateral gel impact replacement.